Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent was not properly mounted on the balloon. The target lesion was located in the right coronary artery. As the pt underwent balloon angioplasty, the liberte bare 16x4.0mm stent was prepped. It was noted that it was not properly adjusted to the balloon. The device did not enter the pt's body. The procedure was completed with another of the same device with no pt complications. The pt condition post procedure, was reported to be "stable".